Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the car crash and fall did not affect the stimulator. Rep was trying to fix the problem and seemed that he succeeded but later on device cant pulsate. The pain has not been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a car accident in (B)(6) 2018 and they were having a lot of back pain. They increased stimulation over 5 volts and noted that their device wasn't controlling their pain very well and their healthcare provider wanted the device evaluated. The patient also reported that their leg gave out on them and they fell a couple of weeks ago. No further complications reported.